Event description:
During davinci, an instrument got stuck in the davinci arm and wouldn't come out. After a few minutes of manipulation the pk finally came out. Upon inspection of instrument a wire had snapped which displaced it and caused the broken end to stick out. No harm to patient. A new pk was opened. Broken instrument was sent back to company.device #1is this a laboratory device or laboratory test?no.